Event description:
Same case as MFR: 2134265-2012-08407 and 2134265-2012-08406. It was reported that during a percutaneous coronary intervention procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. Vascular access was obtained via the femoral artery. The 50% stenosed target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery (lad). This ilab ultrasound imaging system motor drive (mdu) was selected; however, the mdu failed to pullback due to a lost cog-wheel. It was noted that there was no cog to engage the sled. The procedure was completed with this device. No patient complications were reported and that patients status is stable.

Event description:
Same case as MFR: 2134265-2012-08407 and 2134265-2012-08406. It was reported that during a percutaneous coronary intervention procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. Vascular access was obtained via the femoral artery. The 50% stenosed target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery (lad). This ilab ultrasound imaging system motor drive (mdu) was selected; however, the mdu failed to pullback due to a lost cog-wheel. It was noted that there was no cog to engage the sled. The procedure was completed with this device. No patient complications were reported and that patients status is stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a missing pullback gear. Functional test was not performed because problem was confirmed by visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is wear and tear. (B)(4).